Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device thrown away by hospital.

Event description:
The patient was undergoing treatment for a 8 mm aneurysm in the right intracranial syphon. The neuron max was positioned in the ica, then a neuron 6f 070 was placed in the neuron max. The aneurysm was easily reached with a px400j. The system was stable. The physician started to deploy a 8 x 30 standard coil into the sac, but after 20 cm a few loops went in the parent artery, so they pulled back the coil to reposition it inside the sac. After some normal manipulations and push and pull of the coil, it detached from the pusher. The physician tried to retrieve the coil with a gooseneck snare but the coil stretched and the platinum wire migrated in the direction of the mca. In order to avoid distal thrombosis, they decided to fix it at the artery wall with two enterprise stents. The patient is now under double anti-aggregation without neurological consequences but on monday (B)(6), a hematoma in the left upper leg was reported.